Manufacturer narrative:
(B)(4). The main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had issues in the past as far as the placement of their lead went. The representative noted a lead had to be positioned on the consumer's other side to get proper positioning. No symptoms were reported.

Event description:
Additional review determined that this reported event relates to the previously reported event captured in mfg. Report no. 300420917 8-2016-22874. All further information related to this event will be submitted under that mfg. Report no. 3004209178-2016-22874.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.